Manufacturer narrative:
Inconclusive - investigation is still in progress. Sample was sent to manufacturing site on 08/20/2014. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
A patient was admitted for a cystoscopy on (B)(6) 2014. He was released on (B)(6) 2014. During the patient's hospital stay, he had a bd venflon placed. A week after being released from the hospital, the patient went to another hospital and was hospitalized for phlebitis. While hospitalized the doctors discovered a 3-mm long piece of IV catheter retained in the patient's vein which was removed via a minor surgical procedure. The patient was then released to his home and was treated with oral antibiotics.